Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high impedance, suspected micro-dislodgment and suspected intermittent pseudofusion were observed. The rv lead was reprogrammed. The rv lead was retested and impedance and thresholds remain stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and potential loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.